Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that IV fluids double dripping from primary as well as secondary lines during IV administration of dexrazoxane. Customer alleges this resulted in medication dilution and increase in infusion time. There was patient involvement, but no patient harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an sympathetic flow (dexrazoxane) was not determined because no products or device logs were returned.

Event description:
It was reported that IV fluids double dripping from primary as well as secondary lines during IV administration of dexrazoxane. Customer alleges this resulted in medication dilution and increase in infusion time. There was patient involvement, but no patient harm.